Manufacturer narrative:
E1: reporter phone number (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported the patient experienced ineffective stimulation due to a fractured lead. During the procedure it was noticed the anchor was also broken. Surgical intervention took place wherein the lead and anchor were explanted and replaced to address the issue. Date of implant is unknown.